Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced arthralgia ("hip pain"), myalgia ("muscle pain"), amnesia ("memory loss"), visual impairment ("visual problem"), vitamin d deficiency ("vitamin d deficiency") and renal disorder ("affecting the kidneys"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered amnesia, arthralgia, medical device removal, myalgia, renal disorder, visual impairment, vitamin d deficiency and weight increased to be related to essure administration. The reporter commented: via local media: consumer recounts years of suffering with essure implants. Essure inserts: a destroyed body. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced arthralgia ("hip pain"), myalgia ("muscle pain"), amnesia ("memory loss"), visual impairment ("visual problem"), vitamin d deficiency ("vitamin d deficiency") and renal disorder ("affecting the kidneys"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered amnesia, arthralgia, medical device removal, myalgia, renal disorder, visual impairment, vitamin d deficiency and weight increased to be related to essure administration. The reporter commented: via local media: consumer recounts years of suffering with essure implants. Essure inserts: a destroyed body. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.